Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the battery health algorithm shut off the battery due to high latent current. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely root cause was traced to a component failure. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when the 1st handle was placed on the charger, it blinked green for several minutes then started to blink red. Following the directions on the troubleshooting guide, the handle was placed on 4 separate chargers before, then rebooted and the error continued to occur. A 2nd handle does not charge at all. The light stayed blue and the same troubleshooting techniques were used. A replace was used to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found vented battery. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation (component failure).